Event description:
It was reported that a patient passed away while on the liberty select cycler due to cardiac arrest. Upon follow-up, the patient¿s pd registered nurse (pdrn) reported the patient attended an early afternoon thanksgiving dinner with family. During the meal, the patient reportedly ¿passed out¿ at the table and emergency medical services (ems) was called. By the time ems arrived, the patient had regained consciousness and refused to be transported to the hospital. The pdrn reported the patient passed out a second time upon arriving home at approximately 7:00 pm, however this time ems was not contacted. The patient¿s spouse helped the patient to bed, believing pd therapy would help the patient. After initiating therapy (approximately 5 minutes) the patient passed out a third time and ems was called to the residence. Upon arrival, the patient was found unconscious with a very weak pulse. The patient was transported to the hospital and was pronounced dead upon arrival. The cause of death (as reported by the nephrologist) was cardiac arrest (primary) secondary to diabetes mellitus. The pdrn reported never receiving the discharge summary, esrd death notification or death certificate before the patient¿s electronic medical record was closed. However, the pdrn stated the patient¿s death was unrelated to the utilization of any fresenius device(s) and/or product(s).

Manufacturer narrative:
Plant investigation: no parts were returned to the manufacturer for physical evaluation. A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. The investigation into the cause of the reported problem was not able to be confirmed. A definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device.

Event description:
It was reported that a patient passed away while on the liberty select cycler due to cardiac arrest. Upon follow-up, the patient¿s pd registered nurse (pdrn) reported the patient attended an early afternoon thanksgiving dinner with family. During the meal, the patient reportedly ¿passed out¿ at the table and emergency medical services (ems) was called. By the time ems arrived, the patient had regained consciousness and refused to be transported to the hospital. The pdrn reported the patient passed out a second time upon arriving home at approximately 7:00 pm, however this time ems was not contacted. The patient¿s spouse helped the patient to bed, believing pd therapy would help the patient. After initiating therapy (approximately 5 minutes) the patient passed out a third time and ems was called to the residence. Upon arrival, the patient was found unconscious with a very weak pulse. The patient was transported to the hospital and was pronounced dead upon arrival. The cause of death (as reported by the nephrologist) was cardiac arrest (primary) secondary to diabetes mellitus. The pdrn reported never receiving the discharge summary, esrd death notification or death certificate before the patient¿s electronic medical record was closed. However, the pdrn stated the patient¿s death was unrelated to the utilization of any fresenius device(s) and/or product(s).

Manufacturer narrative:
Additional information: d9, h3 plant investigation: the actual device was returned to the manufacturer for physical evaluation. An external visual inspection was performed with no physical damage noted. A simulated therapy was initiated and completed on the cycler without complication. The weighed fill volumes were found to be within tolerance and fill times were within specification. The cycler underwent system air leak, valve actuation, catch-post hipot, patient hipot, and current leakage testing and was found to meet product specifications. A patient sensor calibration test was also performed and the cycler was found to be within tolerance. An internal visual inspection of the returned cycler was performed and found no discrepancies. A review of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. In addition, a device history record (DHR) review was performed and verified that the results of the in-progress and final quality control (qc) testing met all requirements. Upon completion of the evaluation, there were no malfunctions that could have caused or contributed to the reported event. The cycler performed as designed and an associated cause could not be determined.

Manufacturer narrative:
A temporal relationship exists between ccpd therapy utilizing the liberty select cycler, and the patient¿s serious adverse events of cardiac arrest and death, as the patient was undergoing ccpd therapy when the cardiac arrest occurred. However, the nephrologist reported (to the pdrn) the primary cause of death was a cardiac arrest, with a secondary cause of diabetes mellitus. Per the pdrn, the events were unrelated to the patient¿s utilization of any fresenius product(s) and/or device(s). The esrd population continues to have significantly higher mortality, and fewer expected years of life when compared to the general population. Additionally, the risk of death is greater in patients with esrd due to diabetes, and those patients on pd for rrt. Based on the information available, the liberty select cycler can be disassociated from the events. There is no allegation or objective evidence indicating a fresenius device(s) and/or product(s) deficiency or malfunction caused and/or contributed to the serious adverse events. The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
It was reported that a patient passed away while on the liberty select cycler due to cardiac arrest. Upon follow-up, the patient¿s pd registered nurse (pdrn) reported the patient attended an early afternoon thanksgiving dinner with family. During the meal, the patient reportedly ¿passed out¿ at the table and emergency medical services (ems) was called. By the time ems arrived, the patient had regained consciousness and refused to be transported to the hospital. The pdrn reported the patient passed out a second time upon arriving home at approximately 7:00 pm, however this time ems was not contacted. The patient¿s spouse helped the patient to bed, believing pd therapy would help the patient. After initiating therapy (approximately 5 minutes) the patient passed out a third time and ems was called to the residence. Upon arrival, the patient was found unconscious with a very weak pulse. The patient was transported to the hospital and was pronounced dead upon arrival. The cause of death (as reported by the nephrologist) was cardiac arrest (primary) secondary to diabetes mellitus. The pdrn reported never receiving the discharge summary, esrd death notification or death certificate before the patient¿s electronic medical record was closed. However, the pdrn stated the patient¿s death was unrelated to the utilization of any fresenius device(s) and/or product(s).